Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a shaft break occurred. As the 2.5 x 16 mm promus element plus stent was advanced over a non-bsc wire, the sds would not track over the wire. The sds was pulled back and the shaft broke, the location of the break was still outside of the patients anatomy. The device was removed and the procedure was completed with another 2.5 x 16 mm promus element plus. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the device was returned in two sections as a result of a hypotube break located 18.5cm from the strain relief. The hypotube was also kinked at various locations along the catheter. This type of damage is consistent with excessive force being applied to the device during handling/use. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a shaft break occurred. As the 2.5x16mm promus element plus stent was advanced over a non-bsc wire, the sds would not track over the wire. The sds was pulled back and the shaft broke, the location of the break was still outside of the patients anatomy. The device was removed and the procedure was completed with another 2.5x16mm promus element plus. No patient complications were reported.